Event description:
It was reported that alarm 16 occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support educated the caller not to overfill the insulin cartridge, as this can cause leaks. After attempting and being unable to load a new cartridge initially, support provided instructions for a pump reset, which allowed the caller to successfully load a cartridge and resume insulin delivery.